Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20 ga x 1.16 in prn/ec slm leaked. The following information was provided by the initial reporter: "patients around 11:30 a.m. From ward to do breast enhancement CT image division, iodine allergy test, 1 ml iodine alcohol 4 ml saline sea, no allergic reaction, skin test 20 minutes later to the CT room, fitting of high pressure syringe ready for inspection, the pressure to 3.5, after 8 ml medicine, family members told drug leakage, technician immediately stop examining a patient and drug leakage into the room, found in the IV plastic clip at the top of the hose have split, lead to leakage, replacement after 22 g needle inspection successfully".

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8171135. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. However, based on previous investigations our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: "patients around 11:30 a.m. From ward to do breast enhancement CT image division, iodine allergy test, 1 ml iodine alcohol 4 ml saline sea, no allergic reaction, skin test 20 minutes later to the CT room, fitting of high pressure syringe ready for inspection, the pressure to 3.5, after 8 ml medicine, family members told drug leakage, technician immediately stop examining a patient and drug leakage into the room, found in the IV plastic clip at the top of the hose have split, lead to leakage, replacement after 22 g needle inspection successfully".